Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain. On 22-dec-2015 it was reported that the pump was flipping and the patient needed a pocket revision. The issue was not resolved at the time of the report. The patient status was reported as "alive-no injury". The patient was scheduled for a pocket revision on (B)(6) 2015. Follow-up was conducted and additional information was received from the healthcare professional on (B)(6) 2016. It was reported that the pump started flipping in (B)(6) 2015. Symptoms related to the event were reported as "not available". The troubleshooting related to the event was reported as the patient "had difficult time giving boluses to himself". The cause of the flipped pump was not determined.